Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("chronic lower pelvic pain, is on disability due to that and demands removal") and fibromyalgia ("fibromyalgia, is on disability due to that and demands removal") in a (B)(6) female patient who received essure (ess205). The patient's past medical history included parity 3 and twin pregnancy. In 2006, the patient started essure (ess205). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and clinically significant/intervention required) and fibromyalgia (seriousness criterion disability). The patient was treated with surgery (hysterectomy scheduled for (B)(6) 2017). Essure (ess205) treatment was not changed. At the time of the report, the pelvic pain and fibromyalgia outcome was unknown. The reporter considered pelvic pain and fibromyalgia to be related to essure (ess205). The reporter commented: patient reported chronic lower pelvic pain, fibromyalgia, she is on disability due to that and demanded removal. Physician did not assess relationship. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic lower pelvic pain and fibromyalgia. She is on disability due to that and demands removal. A hysterectomy was scheduled. The event chronic lower pelvic pain is anticipated according to the reference safety information for essure. The other event is unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event fibromyalgia, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be performed. A product technical analysis is being sought. Further information and product technical analysis are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 10-mar-2017: quality safety evaluation of ptc. On 27-mar-2017: no further information was obtained despite follow-up attempts. Nca number provided. Company causality comment: a (B)(6) female patient had essure (fallopian tube occlusion insert) inserted and experienced chronic lower pelvic pain and fibromyalgia. She is on disability due to that and demands removal. A hysterectomy was scheduled. The event chronic lower pelvic pain is anticipated according to the reference safety information for essure. The other event is unanticipated. Pelvic pain may occur with essure therapy. Based on its nature and lack of alternative explanation, a causal relationship with essure cannot be excluded. With regards to the event fibromyalgia, considering its nature and given essure's local action at fallopian tubes, a causal relationship with essure can be excluded. This case was regarded as incident because surgical intervention will be performed. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information could not be obtained.